Event description:
On (B)(6) 2010, the patient underwent a surgery on the right knee. During the surgery, an arthrocare chondral pick, 45 degrees, was used. The tip of the pick fell into the surgical site and was retrieved by making additional incisions to the knee. The patient was also administered antibiotics. The patient is reported as healing.

Manufacturer narrative:
The device is reported as returning to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided.